Event description:
It was reported that post paced t wave oversensing was observed via a merli.net transmission. The patient was asymptomatic. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.